Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. G3. G6. H2. H6 suggested component code: mechanical (g04) - head. H11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) - head. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial head got stuck on the trunnion of the implanted stem. The surgeon used a head impactor to knock the trail off and the implanted stem came out with the head trial. The surgeon reimplanted the stem and used a different style head trial for trial reduction. There was no patient injury as a result of the malfunction. There is no further information available at the time of this report.